Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was returned for evaluation. Low pump flow: returned cp pump visually inspected. Biomaterial observed wrapped around impeller and purge gap. Cannula kink observed at bending area. No broken blade or observed. Data log reviewed: suction alarms occurred; motor current (mc) spike was observed prior to the drop in flow. No placement signal, positioning issues seen. Clinical states, impella flows was low 0.8-1.2l/min, suction alarms noted. Despite reposition and adequate volume pump flows continued low. When pump removed pigtail was flushed the physician observed ¿something in the outlet¿. The cause of the low pump flow issue was most likely biomaterial ingestion, since it observed during evaluation and mc spike seen pre-drop in flow by logs review. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Failure mode cannula kink was added since it was observed on the returned product. Product damage (cannula kink): cannula kink at bending area observed during evaluation, unknown how and when it occurred. The cause of cannula kink cannot be determined due to insufficient clinical details. Instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29898. B2 selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29898. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-29898. H6 health effect: clinical code 4440 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29898. H10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29898.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, suction alarms were noted. The pump was repositioned in the ventricle and observed on fluroscopy in good position. Despite reposition and adequate volume, pump flows continued low. The pump was explanted and found to have biomaterial in the outlet of the pump. The procedure was successfully completed with another device and the patient's outcome is stable.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.